Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an unspecified, inaccurate high result on the subject meter compared to a result of "105 mg/dl" on a laboratory device. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.